Manufacturer narrative:
Section d10: concomitant products: femoral component cr, porous size 3.5 (cat# 02-010-04-0335 / serial# (B)(6)). Fit tibial tray cemented size 3.5f/3.5t (cat# 02-012-45-3535 / serial# (B)(6)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post initial right tka, the male patient had a revision due to poly wear. Everything was removed. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation due to the devices were disposed.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.